Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found it curved but not bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 480 mg/dl, while wearing the pod between 24 and 36 hours on the hip/buttocks area. The pod was removed and the cannula was noted to be bent. A manual insulin injection using a pen was administered to treat the hyperglycemia. The patient's blood glucose history is as follows: time: (B)(6) 2019 8:00, bg (mg/dl): 413; 11:00, 480; 12:40, 270; 19:00, 140.